Event description:
The surgeon revised the proximal body and stem on the patient's left hip due to instability. The previous revision was of rejuvenate implants. During the revision the instrument to remove the proximal body from the restoration stem broke which is why the stem had to be explanted with the proximal body.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown proximal body. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.